Event description:
During a pfo closure, as the mpa1 diagnostic catheter was being removed the physician noticed a kink in the guidewire on the fluoro imaging, the guide was then removed immediately. As the guide wire was being removed, the physician felt some resistance. When the guidewire was removed the scrub nurse pointed out a bend / kink in the wire - about 1-2 cm from the "j" tip and protruding from the kink was a fine wire at a 90 degree angle. The wire was very sharp. There was no obvious injury to the patient immediately after the procedure. The physician requested medical intervention; he would like the patient to be closely monitored overnight because there was concern that the patient may have received micro internal perforations to the ivc or other areas. The patient was reviewed by the physician the next morning and the patient was fine. Patient was scheduled to have her echo the same morning to check if the device placement is still fine.

Manufacturer narrative:
A request was sent to the distributor on 9/1/2006 for an update of the patient's condition.